Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax. The biopsied nodule was in the right lower lobe. The procedure was completed robotically, and the patient was reportedly stable and recovering. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The following information is unknown: the cause and severity of the pneumothorax, and what medical intervention (if any) was rendered due to the complication. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.